Event description:
On (B)(6) 2013, the following information was reported to kci by the physician: at (B)(6), it was reported that v.a.c. Therapy was discontinued due to an infection. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.